Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. The 2.75 x 38 synergy stent was delivered after the rota 1.5; however it was unable to cross. A non-bsc guide was then used for delivery of the stent but it was noted the stent got flared. The procedure was completed with a 2.5 synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Describe event or problem: additional information.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. The 2.75 x 38 synergy stent was delivered after the rota 1.5; however it was unable to cross. A non-bsc guide was then used for delivery of the stent but it was noted the stent got flared. The procedure was completed with a 2.5 synergy stent. No patient complications were reported. It was further reported that the lesion was located in the proximal to middle left anterior descending (lad) artery. The approximate speed when this event occurred was 200,000rpm. The abnormal rotation sound was heard when rotating the device at the platform before the lesion. The patient's status is good. Resistance was encountered during insertion of the synergy. Pre and post dilation was not utilized for this procedure.